Manufacturer narrative:
(B)(4).

Event description:
The patient reported that because of an infection the deep brain stimulator was removed. The patient's indications for use were parkinson's dual and movement disorders. More detailed information about the infection was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.